Manufacturer narrative:
The technician investigated and found the cause to be a broken brake caster support and worn brake caster, most likely due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011 through 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced both the foot right brake caster and its caster support to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the brake caster will set but is not holding. The bed was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).